Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/15/2019.

Event description:
The customer reported that the ventilator's display blinks on and off by itself. There was no patient involvement. The fse (field service engineer) evaluated the ventilator and could not duplicate the customer's reported problem. The fse replaced the user interface assembly as a preventive measure. The ventilator successfully passed performance assurance testing.